Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer ring = black case type = ngp customer returned pump for alleged pump errors 43. 82 and 130 alarms found on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, selftest, and p-cap locks properly into the reservoir compartment. No pump errors were noted during testing. Successfully downloaded history files and traces using thump. Pump error 43 was found in the history files on event date (B)(6) 2022 21:19:48.000. Pump error 82 (B)(6) 2022 09:17:08.000 possibly due to hardware issue. Pump error 130 was found in the ngp memory. The following were noted during visual inspection: pillowing keypad overlay. Pump was cut open to perform visual inspection and found evidence of moisture damage on the motor. Pump error 43 not confirmed. Pump error 82 not confirmed. Pump error 130 not confirmed. Moisture damage was noted during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error of 43, a pump error of 82, and a pump error of 130. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm successfully but the pump rewind was not completed. The customer will discontinue pump use and revert to the backup plan as per hcp instructions which will be returned for analysis.